Manufacturer narrative:
During a total hip replacement, the cautery tip was found to be broken in half. The piece that was broken off was not found. X-rays were conducted to confirm it was not left in the pt. There was no injury to the pt as a result of this incident. The facility reported that the tip was a megadyne tip. A megadyne tip is not a component in this custom pack. The contact at the facility did not know if the tip had been changed by the clinician prior to use. The sample was not returned for evaluation. No photos were provided and a lot number of the device was not reported. We have not confirmed what tip was on the cautery pencil at the time of the incident. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The cautery tip broke during a surgical procedure.